Event description:
According to the FDA, 43,000 pacemakers have been implanted. Children, infants and newborns account for 10,000 to 15,000. In order to test the pacemaker, it is necessary to use a magnet. The magnet takes the pacemaker out of synchronization and the pacemaker does not always revert back to its setting. MFR sent out an alert approx 18 months ago which was acknowledged in the enforcement report. The rptr is concerned that everyone has not been made aware of the problem.